Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the sheath detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the catheter and wire were slightly kinked. The flare was detached and evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was found to be detached. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the sheath detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of catheter detached. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.